Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.additional information: how was the hematoma managed? Patient post-op care was changed. The patient was brought back to the or for exploration. What is the patient¿s current condition? Patient is doing fine now

Event description:
It was reported that during a thyroidectomy procedure, the surgeon reported that he saw a patient post-operatively (number of days post-op unknown) and that the patient presented with a hematoma. Surgeon expressed concern that the hemotoma is related to the use of the harmonic product. Unknown what additional steps were taken once patient was seen. One device is not available for return.

Manufacturer narrative:
(B)(4). Additional information: patient had post-op hematomas which required to be brought back to the o.r. Patient is doing fine.